Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar fragmentation) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that during the implantation of the first stent from a trabecular microbypass stent system, what was described as "a metallic piece" appeared to break off of the tip of the stent. Per report, the surgeon used forceps to remove the large "free floating" stent fragment, however the smaller fragment was embedded in the iris and was unable to be retrieved. The report noted that the surgeon is unclear whether it was the stent or the trocar. There was no report of patient injury. Additional information has been requested.

Manufacturer narrative:
Additional information: b5, g2, g3. MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon reported the following additional information. Per report, the patient was examined postoperatively over multiple visits, and the metallic fragment was not visible. Reportedly, there is no inflammation or negative sequelae.